Event description:
A device was returned to service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles from the humidifier. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device, the service center visually inspected the device and found no problem.